Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes'), pregnancy with contraceptive device ('pregnancy'), abortion spontaneous ('miscarriage'), genital haemorrhage ('general abnormal bleeding') and seizure ('seizures') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test" and device ineffective "device ineffective". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), seizure (seriousness criterion medically significant), pelvic pain ("pelvic pain/chronic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dermatitis allergic ("rash/skin condition"), hypersensitivity ("hypersensitivity"), hidradenitis ("hs"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection") with vaginal discharge, fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), tooth disorder ("dental problems"), headache ("headaches"), nausea ("nausea"), nervous system disorder ("nuero condit/problem") and visual impairment ("vision problems"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (partial)). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, pregnancy with contraceptive device, abortion spontaneous and psychological trauma outcome was unknown and the genital haemorrhage, seizure, pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, dermatitis allergic, hypersensitivity, hidradenitis, bladder disorder, cystitis, urinary tract infection, vaginal infection, fatigue, gastrointestinal disorder, alopecia, tooth disorder, hormone level abnormal, headache, nausea, nervous system disorder, visual impairment and weight increased had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, alopecia, back pain, bladder disorder, cystitis, dermatitis allergic, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hidradenitis, hormone level abnormal, hypersensitivity, menorrhagia, nausea, nervous system disorder, pelvic pain, pregnancy with contraceptive device, psychological trauma, seizure, tooth disorder, urinary tract infection, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, back pain, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), menorrhagia, genital bleeding, hidradenitis suppurativa, psych injury, fallopian tube perforation, bladder problems, bladder infection, uti, vaginal infection, vaginal discharge. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs received- event "injury" updated to "pelvic pain/chronic", events-"abdominal pain, back pain, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding),general abnormal bleeding, rash/skin condition, hypersensitivity, hidradenitis suppurativa, psych injury, pregnancy: stillbirth/miscarriage, miscarriage, device ineffective, fallopian tube perforation, bladder problems, bladder infection, uti, vaginal infection, fatigue, gi conditions, hair loss, dental problems, hormonal changes, headaches, nausea, neuro condit/problem, seizures, vision problems, weight gain and plaintiff did not undergo confirmation test", added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes'), pregnancy with contraceptive device ('pregnancy'), abortion spontaneous ('miscarriage /stillbirth or miscarriage'), genital haemorrhage ('general abnormal bleeding'), leukoencephalopathy ('nuero condit/problem / white brain matter disease'), cerebrovascular accident ('stroke'), seizure ('seizures') and vascular stent thrombosis ('50% blockage in stint') in a 34-year-old female patient who had essure (batch no. A20063) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "plaintiff did not undergo confirmation test". The patient's medical history included pregnancy with contraceptive device (B)(6) 2016 and (B)(6) 2018. On (B)(6) 2016, recurrent abortion (4 miscarriages: date of miscarriage: (B)(6) 2016, (B)(6) 2018, (B)(6) 2018; do not recall one year.) On (B)(6) 2016, multigravida and parity 4 (date of live birth: (B)(6) 1995, (B)(6) 1997,(B)(6) 2000 and (B)(6) 2005). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced back pain ("back pain / lower back pain"). In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2013, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding) / abnormal bleeding (menorrhagia)"), fatigue ("fatigue") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2013, the patient experienced abdominal distension ("gi conditions / bloating"), alopecia ("hair loss") and nausea ("nausea"). In 2015, the patient experienced dermatitis allergic ("rash/skin condition / rash") and allergy to metals ("hypersensitivity / nickel allergy"). In 2016, the patient experienced depression ("psych injury / depression") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). In (B)(6) 2017, the patient experienced bladder prolapse ("bladder problems / bladder had dropped"). In 2017, the patient experienced leukoencephalopathy (seriousness criterion medically significant), teeth brittle ("dental problems / teeth brittle"), cold sweat ("hormonal changes / cold sweats"), vision blurred ("vision problems / blurred vision"), hot flush ("hot flashes") and mood swings ("mood swings"). In (B)(6) 2017, the patient experienced vulvovaginal mycotic infection ("bladder infection, uti and vaginal infection / yeast infection"). In (B)(6) 2018, the patient experienced migraine ("headaches / migraines / headaches"). On (B)(6) 2018, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion spontaneous (seriousness criterion medically significant). In (B)(6) 2019, the patient experienced hidradenitis ("hs"). On (B)(6) 2019, the patient experienced cerebrovascular accident (seriousness criterion medically significant) and vascular stent thrombosis (seriousness criterion medically significant). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), seizure (seriousness criterion medically significant), pelvic pain ("pelvic pain/chronic pain / left side pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)") and pruritus ("itching"). The patient was treated with isosorbide, ondansetron (zofran), topiramate and surgery (hysterectomy (partial)). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, pregnancy with contraceptive device, abortion spontaneous, cerebrovascular accident, vascular stent thrombosis, depression, hot flush, mood swings, vaginal haemorrhage, vulvovaginal mycotic infection and pruritus outcome was unknown, the genital haemorrhage, leukoencephalopathy, seizure, pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, dermatitis allergic, allergy to metals, hidradenitis, bladder prolapse, vaginal discharge, fatigue, abdominal distension, alopecia, teeth brittle, cold sweat, migraine, nausea, vision blurred and weight increased had resolved and the female sexual dysfunction was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 8, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain, abortion spontaneous, allergy to metals, alopecia, back pain, bladder prolapse, cerebrovascular accident, cold sweat, depression, dermatitis allergic, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, hidradenitis, hot flush, leukoencephalopathy, menorrhagia, migraine, mood swings, nausea, pelvic pain, pregnancy with contraceptive device, pruritus, seizure, teeth brittle, vaginal discharge, vaginal haemorrhage, vascular stent thrombosis, vision blurred, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, back pain, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), menorrhagia, genital bleeding, hidradenitis suppurativa, psych injury, fallopian tube perforation, bladder problems, bladder infection, uti, vaginal infection, vaginal discharge. Patient had experience two more pregnancy on essure which was captured in case (B)(4). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-oct-2019: pfs received: new events (hot flashes; mood swings, vaginal bleeding, apareunia, stent thrombosis, pain nos, urinary disorders and stroke) updated lot number, new reporters, patient ethnicity, event hormonal changes was updated to cold sweats, event hypersensitivity was updated to nickel allergy, events psych injury was updated to depression, event headaches was updated to migraines / headaches, event neuro condit/problem was updated to white brain matter disease, vision problems was updated to blurred vision, event gi conditions was updated to bloating, event dental problems was updated to teeth brittle, medical history, drug used to ae and events bladder infection, uti and vaginal infection was updated to yeast infection updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes'), pregnancy with contraceptive device ('pregnancy'), abortion spontaneous ('miscarriage /stillbirth or miscarriage'), genital haemorrhage ('general abnormal bleeding'), leukoencephalopathy ('nuero condit/problem / white brain matter disease'), cerebrovascular accident ('stroke'), seizure ('seizures') and vascular stent thrombosis ('50% blockage in stint') in a 34-year-old female patient who had essure (batch no. A20063) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "plaintiff did not undergo confirmation test". The patient's medical history included pregnancy with contraceptive device ((B)(6) 2016 and (B)(6) 2018.) On (B)(6) 2016, recurrent abortion (4 miscarriages: date of miscarriage: (B)(6) 2016, (B)(6) 2018, (B)(6) 2018; do not recall one year.) On (B)(6) 2016, multigravida and parity 4 (date of live birth: (B)(6) 1995, (B)(6) 1997, (B)(6) 2000 and (B)(6) 2005). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced back pain ("back pain / lower back pain"). In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2013, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding) / abnormal bleeding (menorrhagia)"), fatigue ("fatigue") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2013, the patient experienced abdominal distension ("gi conditions / bloating"), alopecia ("hair loss") and nausea ("nausea"). In 2015, the patient experienced dermatitis allergic ("rash/skin condition / rash") and allergy to metals ("hypersensitivity / nickel allergy"). In 2016, the patient experienced depression ("psych injury / depression") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). In (B)(6) 2017, the patient experienced bladder prolapse ("bladder problems / bladder had dropped"). In 2017, the patient experienced leukoencephalopathy (seriousness criterion medically significant), teeth brittle ("dental problems / teeth brittle"), cold sweat ("hormonal changes / cold sweats"), vision blurred ("vision problems / blurred vision"), hot flush ("hot flashes") and mood swings ("mood swings"). In (B)(6) 2017, the patient experienced vulvovaginal mycotic infection ("bladder infection, uti and vaginal infection / yeast infection"). In (B)(6) 2018, the patient experienced migraine ("headaches / migraines / headaches"). On (B)(6) 2018, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion spontaneous (seriousness criterion medically significant). In (B)(6) 2019, the patient experienced hidradenitis ("hs"). On (B)(6) 2019, the patient experienced cerebrovascular accident (seriousness criterion medically significant) and vascular stent thrombosis (seriousness criterion medically significant). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), seizure (seriousness criterion medically significant), pelvic pain ("pelvic pain/chronic pain / left side pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)") and pruritus ("itching"). The patient was treated with isosorbide, ondansetron (zofran), topiramate and surgery (hysterectomy (partial)). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, pregnancy with contraceptive device, abortion spontaneous, cerebrovascular accident, vascular stent thrombosis, depression, hot flush, mood swings, vaginal haemorrhage, vulvovaginal mycotic infection and pruritus outcome was unknown, the genital haemorrhage, leukoencephalopathy, seizure, pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, dermatitis allergic, allergy to metals, hidradenitis, bladder prolapse, vaginal discharge, fatigue, abdominal distension, alopecia, teeth brittle, cold sweat, migraine, nausea, vision blurred and weight increased had resolved and the female sexual dysfunction was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 8, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain, abortion spontaneous, allergy to metals, alopecia, back pain, bladder prolapse, cerebrovascular accident, cold sweat, depression, dermatitis allergic, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, hidradenitis, hot flush, leukoencephalopathy, menorrhagia, migraine, mood swings, nausea, pelvic pain, pregnancy with contraceptive device, pruritus, seizure, teeth brittle, vaginal discharge, vaginal haemorrhage, vascular stent thrombosis, vision blurred, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, back pain, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), menorrhagia, genital bleeding, hidradenitis suppurativa, psych injury, fallopian tube perforation, bladder problems, bladder infection, uti, vaginal infection, vaginal discharge. Patient had experience two more pregnancy on essure which was captured in case (B)(4). Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: the case will be deleted from bayer pv database. Nullification reason: this case is a duplicate to case (B)(4). All information of case (B)(4) will be transferred to case (B)(4). No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.